Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system, including a period of insulin depletion during sleep, subsequent cartridge and infusion set change, persistent readings >600 mg/dl, and later suspension of insulin with transition to a manual injection before resuming ilet delivery; troubleshooting and education were provided, including manual blood glucose checks, review of logs, and guidance to contact a healthcare professional. Symptoms included thirst. Outcomes included no professional medical intervention, no hospitalization, and eventual improvement of glucose to near target after resuming therapy. Investigation included review of uploaded device reports and guided device troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with contributing factors possibly including prior insulin runout, infusion site change, and temporary suspension leading to insufficient insulin during the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.